Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be depleting faster than expected. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently this product remains in-service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be depleting faster than expected. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently this product remains in-service. Additional information was received indicating this ICD was subsequently explanted, replaced, and was returned to boston scientific for analysis.

Manufacturer narrative:
Corrected fields: report source (g2). Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be depleting faster than expected. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently this product remains in-service.